Event description:
The manufacturer representative reports the patient underwent pump explant after experiencing a sudden increase in pain. A rotor study showed the pump had stalled. The medication used in the pump is dilaudid, clonidine and bupivicaine. The device was explanted and returned to the manufacturer for analysis. The patient was supplemented with oral medications.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when additional information is received.